Event description:
On (B)(6) 2013, a peritoneal dialysis patient reported experiencing drain complication alarms and extreme shortness of breathe. During a f/u with the patient's nurse, it was found that a chest x-ray was ordered for the patient. The results of the x-ray indicated the patient experienced a pleural effusion and subsequently experienced shortness of breathe and diminished lungs. The patient underwent and outpatient procedure to remove 1500 ml of fluid from her lungs. The patient has resumed treatment with the cycler with no additional complications.

Manufacturer narrative:
Medical records have been requested however they have not been received to date. A plant investigation is currently on-going. A supplemental report will be submitted at the conclusion.